Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that sensors did not release from serter and that needle was not in needle hub. Caller was advised on proper technique when using serter. Caller was also advised that needle sometimes retract in sensor. Customer's blood glucose was 130 mg/dl. It was also reported that about a month prior to call, customer was hospitalized with high blood glucose due to insufficient basal rates. Caller was advised to return serter and complete sensor and it would be replaced. Customer was tired and not able to troubleshoot.